Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon fired the device multiple times but only 1 clip was able to be deployed. Used new device without incident. There was no consequence to the patient.